Event description:
It was reported that the atrial connector side was broken on the external pulse generator and that the cable would not stay properly connected. The generator was returned for service. The return paperwork indicated that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the lower case, battery release and ring cover were contaminated.